Event description:
It was reported that the trial patient was experiencing leg weakness. It was noted that the trial started in (B)(6) and two days after it started the patient started developing leg weakness. It was noted that the patient was so weak he had to go to the hospital. It was noted that the patient was in the hospital for 5 days and then transferred to a care center. It was noted that on the last day in july someone went to the care center to remove the trailing device. It was noted that the patient started to get better so he could walk but then had to go to the hospital for other reasons. It was noted while he was in the hospital he was not walk very much so he lost his strength and had to start all over again.

Manufacturer narrative:
(B)(4).